Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on march 27, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site; subsequently the patient's abutment was replaced. The implanted device remains.

Manufacturer narrative:
There was no infection as previously reported; however there has now been a skin revision (date not reported).